Event description:
It was reported that the patient was symptomatic and was admitted to the hospital. Upon interrogation, the pulse generator exhibited loss of biv capture. The devices auto cap feature was turned on and the device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.